Event description:
It was reported that for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. A sealing leak in the sheath was found. The sheath was replaced but procedure outcome is unknown. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.